Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead dislodged approximately 8 months post-implant. A revision procedure was performed at which time the lead was repositioned. During routine follow-up 30 months later, the ra lead exhibited loss of capture and was found to be dislodged once more. As the lead exhibited adequate sensing the physician elected to reprogram the patient's device to vdd therapy. No adverse patient effects were reported.